Manufacturer narrative:
Concomitant medical products: 6947-65 lead, implanted: (B)(6) 2008. The full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during a procedure to place the left ventricular lead, a gap in the insulation of the atrial lead was noted. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.